Event description:
Country of complaint:(B)(6). Wound healing disorders.

Manufacturer narrative:
U.s. Reporting agent notification received: (B)(4) 2014. Complaint description: wound healing disorder. Customer reports wound healing disorders at hip and knee tips. In particular he describes this hip tip, where he found sub-continuous (novosyn 2/0 hr37 4x45) suture wound healing disorders. Samples received: 10 unopened pouches. Tension testing of the samples, conforms to requirements. Analysis and results: there are no previous complaints of this code batch. Sterilization method using ethylene oxide has been validated for the complaint product. Biocompatibility testing of monosyn (suture) conforms to standards. Final conclusion: the complaint is not corresponding (not justified).